Event description:
It was reported that the pt coded and was unresponsive on the floor still attached to the ventilator. The pt's daughter noticed that the oxygen tubing had become disconnected from the ventilator and it was alarming for low volume. The pt coded, had CPR and was sent to the hosp. The pt's daughter felt like more alarms should have been going off event though the ventilator was still attached. The homecare dealer said that the pt's daughter was referring to the lack of an oxygen alarm.

Manufacturer narrative:
Na